Manufacturer narrative:
The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control performed a clinical review of the reported event and determined that the device did not contribute to the outcome of the patient.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and it would not show any ECG waveform on the display. The customer informed physio-control that the patient involved in the reported event is deceased.